Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue and debris on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -6.5/+1.5/080 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault, glare/haloes, and significant reduction of irido-corneal angles (ica). The problem is resolved. The cause of the event is listed as a patient-related factor.